Event description:
During a laparoscopic cholecystectomy procedure, the instrument jammed. The surgeon used another device. No pt injury reported.

Manufacturer narrative:
7/1/97-supplemental report #1 submitted to FDA.